Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken grip-tip at the grip base. Failure analysis found the primary failure of the broken grip-tip to be related to the customer reported complaint. A piece approximately 0.081" x 0.165" was found to be broken off and not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the tip of the permanent cautery spatula instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the permanent cautery spatula instrument was reportedly inspected prior to use. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The instrument performed as intended up until it broke. After the tip of the instrument broke off and fell inside the patient, the fragment was retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.